Event description:
It was reported that an ilet bionic pancreas was unable to proceed with the rewind and could not complete fill due to an empty cartridge, and the issue persisted through restarts, which led to determining a replacement was needed and advising the user that the device would no longer be water resistant and to maintain backup therapy. Symptoms included no alerts or alarms reported. Outcomes included shipment of a replacement device, education on syncing data to the mobile app, shutting down the device, and clarification that ilet therapy data would not transfer while cgm data could continue. Investigation included remote troubleshooting and user counseling, review of use conditions, and verification of shipping details. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.